Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by a veterinarian that an animal underwent a spay procedure and suture was used. Approximately 5 days following the procedure, the animal experienced a post op suture breakage.